Event description:
Medtronic received information that an unknown duration post implant of this 27mm aortic mechanical valve implanted in the pulmonary position, it was explanted and replaced with an unknown device. The reason for intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.